Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See case (B)(4) for additional information.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose of 17 mg/dl at the time of the incident. The customer's blood glucose reading was 248 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as three seizures and loss of balance. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to a blank pump display. Customer also called about to a burnt looking dome label and a blank pump display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with normal operating currents and passed the self test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the delivery accuracy test. The drive support disk was inspected and no damage or anomaly noted. No burn mark on the end cap sticker noted during physical inspection. The damage on the end cap sticker is a stain. The electronic assembly was inspected and no obvious signs of heat damage, burnt components, or damage on the lcd isolation tape found. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.